Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 4.6, 6.2. Date: (B)(6) 2010, inr: 1.4, 2.3.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.4, 2nd inr: 2.3, mean: 1.85, sd: 0.64, %cv: 34.40; 1st inr: 4.6, 2nd inr: 6.2, mean: 5.40, sd: 1.13, %cv: 20.95. Analysis of customer's data revealed that both repeated inratio test result comparisons did not meet precision criteria. Normal donor sample tests produced inr within range. No product is expected to be returned. Retained strip testing from a previous case revealed result comparisons met precision criteria. Precision was calculated from accuracy tests. Both donor results were 6.66 and 0% respectively. Since %cv is less than 16%, strip lot #234590 met precision criteria. Root cause of complaint could not be determined from the info provided by the customer. As reviewed on 11/29/2010, thirty-nine discrepant result complaints were reported for lot #234590 yielding a complaint rate of 0.008%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.